Event description:
It was reported that the tubing broke between the blue end cap and the hose. According to the nurse who brought it back to us, there was no particular handling. No patient injury was reported.

Manufacturer narrative:
Samples received: one (1) sample was received. Sample consist in one (1) cassette product from part number (B)(4), sample was received in used conditions without its original packaging, inside in a plastic bag. Visual inspection: the sample were visually inspected at a distance of 12? To 16? Under normal conditions of illumination. Results: the samples unit do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Complaint is not confirmed. Complaint associated to (B)(4): according to the complaint description (B)(4) was created for the damage broken extension set issue. For cassette product reported no damages were detected. (B)(4) for investigation of extension set damaged issue. Mitigations: the following are the process controls directed to the damaged components. Occurrence: the following occurrence mitigations are to prevent damaged components. Production personnel perform the union between extension tube and female luer as per (B)(6) rev 113? Cassette bonding? Production personnel is rotated at least one time at half of the shift to avoid fatigue. Detection: the following detection mitigations are on placed in manufacturing process to detect damaged components. Production personnel perform 100 percent visual inspection in process to verify that the parts are free of damaged as per (B)(6) rev 113? Cassette bonding?. As per (B)(4) rev 100? Quality procedure for cassette regular, cassette enteral and cassette 250 ml? Quality performs an audit to 15 units at an interval of two (2) hours plus or minus 30 minutes, prior to packaging to verify for damage, cracks, crazing, cuts or other workmanship defects that can affect assembly function or appearance. No root cause determine due complaint was not confirmed.